Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 16, 2020 that an ultraflex esophageal ng proximal release covered stent was to be used to treat an esophageal stricture during an oesophagogastroduodenoscopy (ogd) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, as they were to deploy the stent, it was noted that the stent was kinked. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.